Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section d6b: if explanted; give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a refractive surprise with a preloaded monofocal intraocular lens (iol). The lens was subsequently explanted from the patient's right eye. The replacement lens was a non-johnson & johnson lens of +21.5 diopter. The procedure did not require an unplanned incision enlargement, sutures or vitrectomy. It is unknown if there was any procedural delay or if the patient sought additional medical attention. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 7, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half. The lens was cleaned and inspected; no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dib00 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Correct data: in review it was noted that section "a6-race" was inadvertently not addressed in section h11 of the initial MDR report; therefore, the information has been included in this supplemental MDR report as indicated below: section a6: race: unknown, information was requested but not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.